Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were allowed 4 boluses a day and the handset was getting stuck at 90%. The patient confirmed that the lag issue had been happening ¿for a good month now¿. The agent reviewed information and assisted the patient with clearing data on the handset. The patient then connected to the pump and said it was fast. The patient was going to monitor the lag issue and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh90t01 product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer indicated that the patient was having the issues of when requesting a bolus again. Tt was taking a long time an confirmed handset lags at 90% . The agent reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag at 90%.